Event description:
Dr (B)(6) informed our sales rep that after a four hour case, one of his pts was complaining of redness and soreness on her right hip. He then stated that his pts normally come out of surgery with redness on both hips.